Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was retuned for evaluation. During visual evaluation sample appeared to be bloody and no other anomalies were noted on the device. Upon functional testing, the device was able to be fully primed with no issues. During testing the device self-activated. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide self-activated. The x-ray showed that the cannula tangs were not fully engaging with the device housing. Therefore, the investigation is inconclusive for the reported failure to fire as the device was not able to fire. However, the investigation is confirmed for the identified self-activation as the device self-activated when performing the drop test. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 05/2023.

Event description:
It was reported that during an ultrasound-guided breast biopsy through soft tissue, the cannula on the device allegedly failed to fire. A coaxial needle was not used. The procedure was completed using another device. There was no reported patient injury.